Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-18700-28, batch 671935 plate cutter was received for investigation. Visual inspection identified that the jaw component at the distal end of the plate cutter was loose due to missing screws, with one piece received separate from the main assembly. The screws were not returned for analysis. The observed condition is most likely the result of wear and tear damage accumulated over repeated usage, as further evidenced by the presence of heavy oxidation across the laser markings. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the screws on the ar-18700-28 have come loose over time and are no longer in the instrument.